Event description:
The patient's product information was provided and a review of the available programming history for the implanted generator confirmed that impedance values were within normal limits for a time after implant. A review of the manufacturing record for the implanted lead confirmed it had passed all quality inspections prior to release for distribution.

Event description:
It was reported that a study patient had high impedance on a diagnostic test. X-rays were taken and provided to the manufacturer for review. The x-rays were reviewed and there was no definitive cause for the high impedance identified in the reviewed x-rays. Attempts to obtain additional information have been unsuccessful to date.